Event description:
It was reported that the patient underwent an anterior cervical discectomy fusion at c4-7. It was reported that the bone screw stripped after almost being fully inserted. The bone screw was removed with some difficulty and replaced with a new screw. No patient complications were reported.

Manufacturer narrative:
(B)(4). The screw was returned for evaluation. Visually confirmed bone screw head hex features damaged. Asymmetrical witness marks noted on one side of head, suggesting misalignment or misplacement during screw implantation, and additional resistance required to fully seat screw, resulting in the foregoing event.